Event description:
Externalized conductors were reported. Electrical measurements were in normal range.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.